Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed but the issue continued to occur. Therefore, the clip was removed and replaced. Two mitraclips were then implanted, reducing mr to a grade of 1. While outside the patient, the mitraclip xtw was examined, and it was observed that the tip of the gripper was caught in the gripper line. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported issue was gripper actuation issue was confirmed via returned device analysis. The reported mechanical jam associated with gripper line caught on gripper was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be related to the reported gripper line getting caught on the gripper. However, a cause for how the gripper line got caught cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.